Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the surgeon commented that the distal fibula plate was too bulky and decided to remove it in exchange for a 1/3 tubular plate on the fibula. While using a 1/3 tubular on the medial side of the tibia, the surgeon could not get the locking mechanism to function, however, it was possible that the locking hole was deformed by putting a previous non-locking screw. There was no surgical delay. The procedure was successfully completed. There were no patient consequences. This report is for one (1) 2.7/3.5 lcp lateral dstl fib pl 4h/rt/86. This is report 1 of 3 for (B)(4).